Manufacturer narrative:
Hologic reviewed logs and kinetic curves provided by the customer. Hologic observed signs that the issue is sample-related due to low-target or contamination during handling. Hologic recommended that the customer prepare fresh bleach, perform monthly maintenance, clean preparation areas/touch points, clean the sample shield, and change gloves frequently. After performing monthly maintenance, the customer had a successful run with blanks that tested negative as expected. Hologic completed a risk assessment. There is no product impact. The inconsistent results were due to low target or potential sample mishandling. Hologic has not learned of any adverse patient outcomes due to this event.

Event description:
On (B)(6) 2024, a customer reported to hologic that they received two discrepant results when using the aptima hpv assay (ml 900928) on the panther plus instrument. After their lot-to-lot validation did not produce the expected results, the customer decided to retest the two samples using the same aliquots. Sample ID# (B)(6) initially tested positive and negative upon retest. Another sample, sample ID# (B)(6), initially tested negative and positive upon retest. The customer reported the negative results for both samples. It is unclear if results were amended. The customer provided no patient treatment information. Hologic has not learned of any adverse patient outcomes due to this event.